Event description:
It was reported that the customer was hospitalized for hyperglycemia, with a blood glucose reading of 500 mg/dl. The customer's mother stated that prior to the event, the customer had gotten his tubing caught and the site pulled out. The customer's mother then stated that the customer had inserted a new infusion set, but that she did not believe he did it correctly, which led to the customer having elevated blood glucose levels. The customer's mother also stated that the customer uses a model mmt-943 mio infusion set. Programming is correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.